Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to increased pacing thresholds and a fracture identified on x-ray. There was also oversensing which resulted in pacing inhibition for less than 2 seconds. A new rv lead was successfully implanted. No additional adverse patient effects were reported.